Manufacturer narrative:
Received the 6.6f dignity port. A visual inspection revealed a hole in the base of the port with no other defects noted. A review of the manufacturing records indicated that all device specifications and quality requirements were satisfied. The device was sent to the engineering department for further evaluation. Based on the results of the engineering department's investigation, the base of the port with the septum removed revealed several pock marks and one large pock mark with needle penetration of the base. The port base may have been compromised by the type of infusate or by the process of infusion and as a result a needle penetrated the floor where the thickness was reduced. The material used for the port is polysulfone. It is widely used for implantable devices and is known to have good chemical resistance. There is no evidence of a manufacturing defect. The investigation was unable to determine the cause or factors that may have contributed to this event.

Manufacturer narrative:
An investigation has been initiated. When the investigation is complete a supplemental report will be submitted.

Event description:
Leakage from chamber (hole in base of port).